Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the connection port of the bag was seriously damaged and the reservoir bag was pulled off from the connector. Based on the visual exam, the reported complaint was confirmed. It is possible that the product was damaged during transportation or during the sterilization by the customer. The supplier reports that a defect of this type would have been detected prior to release. The manufacturing and inspection records were reviewed and there were no related issues found.

Event description:
The customer alleges that the adult resuscitation bag was broken/crack prior to patient use.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the adult resuscitation bag was broken/crack prior to patient use.